Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient discovered a damaged transfer set. The patient stated that the main body of the transfer set had become disconnected from the twist sleeve. There was no use of cleaning solution or disinfectants on the transfer set. No tools were used to open or close the transfer set. An antibiotic was administered to the patient as a precaution. No patient injury or medical intervention was associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.